Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window and detached end cap.

Event description:
It was reported that the bottom of the customer's insulin pump got pulled off, and she can see the motor. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.